Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a crack in the battery compartment. The reporter confirmed that there was no noted power loss related to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/30/2015 with the following findings:the pump was found to be cracked along the side of the battery compartment threads. The returned battery cap was able to secure to the pump and the pump powered on. Unrelated to the complaint, the pump display screen was found to be dim and discolored with a pink contrast.